Manufacturer narrative:
Device passed displacement and self tests. No unexpected pump errors 53, and 4 were noted during testing. However, pump error 53 is found in the device history file due to a software error. Device had cracked keypad overlay, missing display window cover, serial number label missing. Device p-cap / test reservoir lock in place properly.

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had multiple pump error alarm and in this context she mentions the sticker with the sn was missing. No harm requiring medical intervention was reported. The device will be returned for analysis.